Event description:
Ultra filtration pre u f pump got disconnected dduring treatment. Patient last 3.5 kils after 1.5 liter replacement. Machine programmed to lase 1.5 kilos. Pressure test was done pre-treatment (large amount of fluid noticed on floor).device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, none or unknown, other. Results of evaluation: none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service, other. Invalid data - on device destroyed/disposed of status.